Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 600 mg/dl at the time of incident. The current blood glucose was 229 mg/dl. The customer experienced symptoms such as just not feeling well and dry mouth. The customer treated with manual injections. The customer alleging possible insulin pump under delivery. The device will be returned for the analysis.